Event description:
The MFR's rep reported the pt's catheter was explanted after 116 months implant duration. No pt symptoms or outcome were provided. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed a hole in the catheter that caused leakage during analysis testing. The catheter was returned in three pieces. There was a tear hole past the two sutured areas near the pin connector that leaked during analysis testing. There were two tears between the sutures that did not leak during analysis testing.